Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient was receiving lioresal (2000mcg/ml at 212mcg/day). It was reported that the patient had a large weight loss and had a lot of loose skin in her abdomen prior to the pump being implanted. Since the implant, the patient had not had good results from the pump. They had increased her dose and with each increase her tone worsened (increased). In 2017 (B)(6), the pump had flipped and the surgeon did a pump revision and used a pouch. Since this time, the patient had a lot of movement to the pump and her therapy had not changed. There had been no volume discrepancies at refills. The patient decided she did not want the pump anymore so they had been weaning the patient off the intrathecal (it) baclofen for some time and the patient had showed no signs of withdrawal or increased tone. The hcp believed the patient was not getting any of the it drug. The patient had an appointment with the surgeon to get the pump explanted and the surgeon requested the pump be refilled with saline before he would explant the pump. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 500 mcg/day unknown baclofen at a dose of 290 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a flipped pump had been confirmed with an x-ray. It was reviewed that the x-ray appeared to show that the pump was flipped if it was a true ap (anteroposterior) image. Additional information was received from a patient via a manufacturer representative on (B)(6) 2017. The patient reported that her pump had flipped multiple times since implant. They also stated to the physician¿s assistant (pa) that she was not getting relief of spasticity in the past two weeks and thought the pump wasn¿t working. Per the pa, when asked to describe symptoms the patient described not being able to sit up or walk due to feeling too loose. The pa reportedly explained that the patient¿s looseness may be a sign that she was receiving too much of a dose of baclofen. There were no environmental, external, or patient factors that may have led or contributed to the issue per the patient report. Fluoroscopy image before the case showed the pump to be flipped. A pocket revision was performed. The issue was resolved and the patient status was alive with no injury. The patient weight was asked, but unknown. The patient¿s medical history included a gastric bypass. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.